Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr-flex femoral component, catalog #: 00595001602, lot #: 62162234. Nexgen stemmed tibial component, catalog #: 00598004701, lot #: 62227552. Nexgen all polyethylene patella, catalog #: 00597206535, lot #: 62244418. Nexgen stem extension replacement screw, catalog #: 00598009000, lot #: 62201348. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent right knee arthroscopy, synovial debridement, capsular release approximately 4 years ago. Attempts were made for further information however nothing more was known.

Manufacturer narrative:
Reported event was confirmed through review of patient¿s medical records. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.